Event description:
It was reported that during a laparoscopically assisted distal gastrectomy procedure, the tissue pad detached off outside the pt. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 01/29/2009. Info anticipated, but unavailable at this time.